Manufacturer narrative:
It was reported that the machine crashes when unloading. There was no report of patient harm. The customer evaluated the device, during which the customer said the problem has not occurred anymore and asked for preventative maintenance. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user. If yes, describe? No, the event did not occur during clinical use. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No, there was reportedly no adverse event.

Event description:
It was reported that the machine crashes when unloading. There was no report of patient harm. The customer evaluated the device, during which the customer said the problem has not occurred anymore and asked for preventative maintenance although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user. If yes, describe? No, the event did not occur during clinical use. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No, there was reportedly no adverse event.